Manufacturer narrative:
Additional information concerning this event will be requested from the field. This report will be updated once additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. High pacing threshold outputs were also observed on the rv channel. At this time, troubleshooting is ongoing and no changes have been made. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the patient was brought back in for system testing. Commanded shocks were delivered to check the integrity of the system and they were done so successfully. No further high out of range shock impedance measurements were noted. The system was reprogrammed and remains in service. The patient will continue to be monitored and there were no additional adverse patient effects reported.